Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified openings, a crease fold and wear abrasion. A leak test was performed and found an opening on posterior. A microscopic analysis was performed which identified a smooth crease opening and a punctured in the posterior side. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a puncture opening on posterior due to surgical damage like. A crease smooth opening on posterior assessed to a fold flaw opening.

Event description:
Healthcare professional reported left side "deflation". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side "deflation". Device has been explanted.